Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the accu chek insight flex infusion set caused an infection at the cannula site. The patient inserted a cannula and after 1 hour felt discomfort and pain at the injection site. The patient removed the cannula and noticed a hardening. A few days later, the patient had a large infected lump that had filled with pus. She called the doctor who prescribed antibiotics and the infection healed.